Event description:
It was reported that pump displayed malfunction code 12 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction, and was advised to continue using pump and call back if malfunction recurred, which was acknowledged and understood.